Event description:
The implantable cardiac defibrillator was explanted and replaced when a prolonged charge time for capacitor maintenance was observed. Unloaded battery voltage measured 2.7v. The device has been implanted 2 years and diagnostics showed 54 chargings between 450-750v. The device was replaced.